Event description:
It was reported that the patient's right ventricular (rv) lead became dislodged. It was noted that the lead had been pulled back into the superior vena cava (svc). The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.